Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that test strips were missing from the box of her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained during a follow-up call with the patient. The patient claimed she discovered the packaging issue at 12:30pm on (B)(6) 2016. The patient manages her diabetes with oral medication, diet and/or exercise. She was unable or unwilling to say whether she made any changes to her usual diabetes management routine as a result of the alleged issue. She claimed that at 12:35pm on (B)(6) 2016, she developed symptoms of ¿blurry vision¿. The patient was unable to say whether she associated the symptoms with a high or low blood glucose excursion. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca educated the patient on the correct box contents. There was no product missing. The issue was resolved with training. Complimentary test strips were sent to the patient. In conclusion, although troubleshooting confirmed that there was in fact no missing content, this complaint is being reported because the patient reportedly developed symptoms which may be suggestive of severe hyperglycemia, after the alleged product issue began.